Event description:
According the reporter, during the procedure the cartridge disengaged from the applier, the clips were retrieved. There was no patient injury during this event.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. The visual inspection of the instrument displayed no abnormalities. The cartridge was not received. Functionally, a pmv representative cartridge was loaded into the clinical instrument, the firing handle was actuated and the clip formed properly onto the test media. No abnormalities were observed. A review of the device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality specifications. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.